Event description:
A lead fracture was reported with multiple episodes of detected nonsustained ventricular tachycardia, which was actually noise. The lead was removed from service. No patient complications have been reported as a result of this event.